Manufacturer narrative:
G4: PMA/510(k) # = exempt. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to a ureteroscopy and stone removal procedure, an ncompass nitinol stone extractor was removed from its packaging, tested prior to use, and would not open or close properly. The user noted a kink in the shaft. Another same-type device was opened and used without issue. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.